Event description:
It was reported that the right ventricular (rv) lead was observed with a lead warning and a polarity switch. It was noted that the bipolar impedance was higher than unipolar impedance and there were ventricular high rate episodes with noise. Programming changes were made to leave pacing in unipolar and to switch sensing to bipolar. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4470 boston scientific lead, implanted: (B)(6) 2012. (B)(4).